Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported to boston scientific trough a pmcf survey that after the initial lithotripsy procedure and before discharge, the patient experienced urinary retention that was resolved. It was also reported that the complication experienced was not related to the device used.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific trough a pmcf survey that after the initial lithotripsy procedure and before discharge, the patient experienced urinary retention that was resolved. It was also reported that the complication experienced was not related to the device used.